Manufacturer narrative:
UDI#: unknown, as the product serial number was not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Expiration date: unknown as serial number was not provided. There is no indication at the time of this report that the lens has been explanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device manufacture date: unknown as serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb00v intraocular lens (iol), posterior capsule (pc) rupture occurred. Reportedly, doctor did not know why posterior capsule ruptured. No further information was provided.

Manufacturer narrative:
Additional information was received stating that there was drug administration for the patient. Patient was given diamox(ocular hypotensive effect) and potassium asparate (potassium deficiency). At one day post-implantation, intraocular pressure (iop) was 16mmhg and at three days post-implantation, iop was 10mmhg. Patient¿s visual acuity was as follows ¿ naked eye: 0.7(20/29), corrected vision: 1.2(20/16). No vitrectomy was required; lens remains implanted. Patient is a (B)(6) years old, male and was operated on the right eye. Pt ge: (B)(6) years. Pt gender: male. Serial number: (B)(4), catalog #: pcb00v0185, unique identifier (UDI)# (B)(4), expiration date: october 10, 2018. Device manufacture date: october 10, 2015. Device evaluation: complaint device was not returned for evaluation. Reported complaint cannot be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no non-conformity report for this po. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.